Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving fdx console. It was reported that incorrect patient data was displayed in the worklist. There was no patient involvement reported with the event. As such, this report is being submitted in abundance of caution.